Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of a polaris 5.5 ti screw inserter fractured intra-operatively when removing a screw to replace with a larger screw. The surgeon was able to retrieve the tip and another screw driver was used to finish the case. There was no patient impact.

Manufacturer narrative:
H3: "device evaluation anticipated, but not yet begun (02)" no longer applies but cannot be deleted. Corrections in h3. Additional information in h4 and h6: component, investigation type, findings, and conclusions. Device evaluation the returned device was examined. Visual inspection revealed the tip of the device has fractured off. DHR review per DHR review, the part was likely conforming when it left zimvie control. Potential cause root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. It could also be attributed to excess forces applied off-axis. Device usage this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that the tip of a polaris 5.5 ti screw inserter fractured intra-operatively when removing a screw to replace with a larger screw. The surgeon was able to retrieve the tip and another screw driver was used to finish the case. There was no patient impact.